Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited variable pacing lead impedance over the last few months. Oversensing was also noted. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable during and after the procedure.